Event description:
It was reported that; informed about several cases of rod fractures on patients who were operated between (B)(6) 2013 and (B)(6) 2014. At date, there are 4 patients who need a revision: patients will be revised with an arthrodesis at 360 degrees (resume at posterior + arthrodesis by anterior). Breakage of vitallium rod occurred where the rod is the most curved (lumbar and sacral). Some patients had broken vitallium rod on both sides of the arthrodesis." Revised by posterior approach and anterior (cage + bone graft).

Manufacturer narrative:
Method: device not returned; results: no device was received back, so testing and inspection could not be performed. However, it was confirmed that the devices were implanted for 18-24 months. It was stated in the event description that arthrodesis had occurred, which means that fusion was present. As these devices are only meant to support until fusion occurs, it can be seen that the device functioned as intended. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that; informed about several cases of rod fractures on patients who were operated between mid-2013 and beginning of 2014. At date, there are 4 patients who need a revision: patients will be revised with an arthrodesis at 360 degrees (resume at posterior + arthrodesis by anterior). Breakage of vitallium rod occurred where the rod is the most curved (lumbar and sacral). Some patients had broken vitallium rod on both sides of the arthrodesis." Revised by posterior approach and anterior (cage + bone graft).